Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A definitive cause for the reported atrial perforation could not be determined. The patient effect of atrial perforation, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of atrial perforation and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the atrial perforation. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with an mr grade of 4. Two clips were implanted successfully reducing mr to 1-2. During removal of the steerable guide catheter, a right to left shunt was detected. A closure device was implanted for treatment. No additional information was provided.